Event description:
Caller reported a malfunction on their pump, specifically displaying malfunction code 16- 0x20e6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.